Manufacturer narrative:
B4:07aug2021. Complete information has been provided in the initial report.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported.

Event description:
The customer reported that a ventilator experienced a battery fault during testing. The device was evaluated by the customer and a philips remote service engineer (rse). The reported problem was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. The rse reported the customer found another channel to repair the device. No parts were replaced by philips. The ventilator was reported to be back in service. No other anomalies were reported.